Manufacturer narrative:
Findings: pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was scratched against the side of the boat while kayaking. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that the screen was difficult to read. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.